Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that sometimes it was hard for the patient to tell if stimulation was working or went on "vacation". The patient reported they had pain and indicated having intermittent stimulation. No further complications reported and/or anticipated.